Event description:
It was reported that the blade broke off from the shaft during mandibular surgery. An add'l incision was made in order to remove the broken blade from the pt. There were no further consequences to the pt reported.

Manufacturer narrative:
Device not returned for evaluation. Work order documentation reviewed, and all specifications were met.